Manufacturer narrative:
The reported events of premature discharge of battery and header anomaly were confirmed. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery found at end-of-service level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi). An alert was received by the clinician and device was explanted. An additional header anomaly was alleged to be the cause of premature battery depletion. The patient was stable throughout.

Manufacturer narrative:
Correction: b3: field should be marked (B)(6) 2023, which was not included in prior report.